Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13789, 2938836-2019-13791. It was reported that noise was observed on the rv and ra leads. The leads were explanted and replaced. The patient did not experience any adverse event after the procedure.